Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation while in an automobile. Svt contributed to the false detection. The pt was reportedly conscious at the time of the event. The response buttons were pressed approx 1 and a half minutes prior to first and second pulse deliveries. The response buttons functioned appropriately. The pt went to the hosp for further eval. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 10/2014, electrode belt sn (B)(4) - 12/2010. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf